Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.